Event description:
Ous MDR - after an implant time of 37 months, this lead was explanted due to oversensing with artifacts, which was detected via home monitoring. There were no adverse pt effects reported.

Manufacturer narrative:
Ous MDR.